Event description:
While attempting to administer spinal, the needle broke off when pulled out of patient. The tip of needle was surgically removed. Dose or amount: 25g x 3 1/2", route: spinal. Dates of use: 2009. Diagnosis or reason for use: c-section spinal anesthetic. Event abated after use stopped or dose reduced?: yes.